Event description:
The customer reported that the system displayed a high capacity hard drive failure.

Manufacturer narrative:
This MDR is related to ge healthcare (B) (4). The ge service rep removed and replaced the dvd drive and the usb hub but the error was still present. He verified power supplies then reloaded software to resolve the issue. The system now boots up error free and the dvd is functional.